Manufacturer narrative:
A ge representative evaluated the system and replaced the ac power plug. The system operates as intended.

Event description:
The customer reported that a cable was not functioning properly and could cause the system to shutdown uncommanded if moved in a certain way. There is no report of patient injury or death.